Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and that sometimes the cannula was bent and there was blood at the site. The customer also reported a visit to the emergency room due to a dog bite. The customer treated according to the sensor reading one night and ate tablets and woke up with a blood glucose reading of 350 mg/dl, with the sensor reading at 50 mg/dl. The insulin pump went into threshold suspend. The customer reported not experiencing symptoms when the blood glucose is as low as 50 mg/dl. The customer was advised that the sensors would be replaced.